Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is not working and needs to be replaced. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Upon further investigation, this case has been downgraded as it was confirmed that the touchscreen was broken, completely cracked due transportation. Therefore, this complaint no longer meets reportability requirements since this was user induced and would always be identified during pre-use inspection of device.